Event description:
It was reported the sutureless pump connector seemed broken/disconnected. It was noted the pump battery was depleted. It was further noted the reason for catheter removal was malfunction. It was noted that the patient recovered without sequela and there was no patient injury. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump found no anomaly. It was noted that there were moisture drops on the bottom side of the inner cover, pumphead, and motor compartments. It was further noted there was corrosion on gear wheel three. Analysis of the catheter found the sutureless connector had coring, tears, or cuts in the seal. It was noted the silicone boot was pulled behind the titanium housing. It was further noted there was an indention of a circular tear or coring into the sealing surface of the sutureless cup connector of segment one.